Event description:
It was reported that a cartridge change error occurred. There was no reported adverse effect to the customer's blood glucose level. The customer changed the cartridge to resolve the issue.